Event description:
It was reported that during the surgery that transport system of the suture did not work, only 1 suture was transported. The metal wire was broken. There was a surgical delay greater than 30 minutes. A backup device was available to complete the procedure.

Event description:
It was reported that during the surgery that transport system of the suture did not work, only 1 suture was transported. The metal wire was broken. It is still unknown if the metal broke off inside of the patient. There was a surgical delay greater than 30 minutes. A backup device was available to complete the procedure. No patient injury or other complications were reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. Visual inspection of the returned magnum2 knotless implant om-1502 shows a deployed device. The implant is not detached and attached at distal end of the instrument. The snare line visually observed outside the wheel/instrument. The snare loop is intact. There are no manufacturing abnormalities visually observed with the returned instrument. The complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) improper suture loading, (2) excessive tensioning or (3) improper alignment of the inserter handle with the bone hole. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.